Manufacturer narrative:
The device was returned for analysis. The reported foot retraction issue could not be confirmed as the device was returned with the lever in the closed position and the foot was retracted. Device entrapment also could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. The reported suture break was not confirmed as the suture was not returned. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. Factors that may contribute to difficulty closing the foot and device entrapment include, but are not limited to, tissue or suture caught in the foot, or posterior cuff partly deployed in foot. Factors that may contribute to suture break / separation include, but are not limited to, foot closed before suture deployment, suture snag and / or break, or loss of foot parking ability. The patient effect of unspecified tissue injury is listed in the electronic prostyle instructions for use (IFU), as a potential adverse event associated with the use of the device. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with a prostyle device using the pre-close technique via a 9f sheath hole prior to an endovascular aneurysm repair (evar) interventional procedure. Reportedly, the sutures were deployed, but when removing the device, it was noted that the "hooks" [feet] weren't totally back. The device had to be pulled out making a bigger hole in the artery wall. Then there were three suture ends out [suture break], which could not be removed, so they were cut. The sutures of two new prostyle devices were successfully pre-placed. The sheath was upsized to a 16f and the evar procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.